Event description:
It was reported that the physician stated, "I have had several complaints by patients with wireless devices about having warm pockets." Physician noted no further information was available. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.